Event description:
As per the report received from germany, edwards received notification of a pascal precision procedure in mitral position by right femoral vein. A separate sheath caused dislocation of the cs-lead, however during the guide sheath (gs) retrieval the lead fully extracted from the coronary sinus. No device/guide sheath malfunction suspected. The pascal was implanted and the regurgitation was reduced from 4 to 0. The patient did not have symptoms. Two days after the pascal procedure there was an additional procedure to remove the lead fully as the pacing percentage was low and qrs-complex rather narrow. The device-pocket was opened surgically and the lead was explanted and disconnected from the device. Patient has been discharged in the meantime.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, device code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for dislodging/disturbance of previously implanted devices was confirmed with empirical evidence based on information provided. Available information suggests patient conditions and procedural factors likely contributed to the event. As per information received, the patient had implanted a pacemaker and a non-ew device dislodged it right before the pascal procedure. After device implantation, when extracting the system, the guide sheath (gs) further disturbed the dislodged lead, dragging it out of the left atrium. The presence of the dislodged pacemaker lead that was not in its intended position may have predisposed the gs further disturb it. Therefore, the most likely cause of this event is due to procedural factors. Since no edwards defect was identified, corrective or preventative actions are not required.